Event description:
Pt did a blood sugar test and received a result of 148mg/dl. About an hour and a half later they went into a seizure and at that time their blood sugar was reported as 42 mg/dl. Pt was taken to the hospital by the paramedics. No other information relative to this event was provided. Family member did say that a similar event occurred a few days ago. The customer did not know what lot number of reagent was in use at the time of the event. A request was made to return the system for evaluation and in the meantime a replacement unit will be provided.